Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high ventricular rate episodes due to noise leading to pacing inhibition was observed on electrograms. The lead impedance was also low. Subclavian crush on the right ventricular lead and lead fracture was observed on the chest x-ray. Patient was lost to follow-up. Device was reprogrammed. The right ventricular lead was capped and replaced on (B)(6) 2018. During procedure, patient had runs of non-capture. Patient¿s condition was stable post-procedure.